Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to t-wave oversensing and changes in amplitude morphology measurements. Oversensing of noise from the patient's implanted cardiac monitor was also noted. The s-ICD was reprogrammed to a different sensing vector and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient had received an additional inappropriate shock due to t-wave oversensing. The s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to t-wave oversensing and changes in amplitude morphology measurements. Oversensing of noise from the patient's implanted cardiac monitor was also noted. The s-ICD was reprogrammed to a different sensing vector and remains in service. No adverse patient effects were reported.